Event description:
According to the information received, the patient describes migraines as occurring only since the implant procedure on (B)(6) 2010. Peripheral visual lights were reported at the (B)(6) 2010 follow-up but with no headaches. About one week before holter monitor on (B)(6) 2010, she reported migraine-type headaches with throbbing and blood rushing to the head with headaches following. Initially these lasted 1-2 minutes; however, they still last 5-10 minutes as of (B)(6) 2010. Once over, there are no lingering sequelae. This event is being reported as further intervention (pharmacological therapy) was required to alleviate symptoms. The device remains implanted.

Manufacturer narrative:
Device remains implanted.